Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the site contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that a non-recoverable fault occurred and was resolved after a power cycle but then it returned again on universal surgical manipulator (usm) 2. The surgical staff tried to power cycle the system twice, but the fault kept returning. The tse reviewed the logs and confirmed the issues on armnet 2 but was not able to confirm any issues with usm 4. The site stated that the same issue happened on usm 4 as well. The tse recommended to perform a hard power cycle but the surgeon elected to convert to laparoscopic surgery to finish the case.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to replicate the error or see fiber drops using system wheel status. The isi technical support engineer advised that the further upstream node was reporting an error and related to the proximal setup joint (suj) 2. The fse replaced the proximal suj and the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive the proximal suj to perform failure analysis (fa). Fa was able to confirm issue via system logs but could not reproduce the customer reported complaint. The unit was tested on golden system, coupled with the usm it was returned with, where the units functioned as expected. Fa tested the proximal suj on the patient side cart (psc) fixture test platform (pftp) where it passed all relevant testing. As a result of these findings, fa concluded that the constant force spring (cfs) motor and axes controller setup (acu) board are consistent with the reported problem. The usm involved with this event has been received, but the fa testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) to perform failure analysis (fa). Fa was able to confirm the issue via system logs but could not reproduce the customer reported complaint. The unit was tested on an in-house system in normal mode where it triggered error 25930. No visual damage during inspection. The integrated sensor assembly (isa) was found to be the potential root cause of the reported event. The probable root cause for the reported problems and the error codes shown in system log review are attributed to electrical issues of constant force spring (cfs) motor and axes controller setup board located on setup joint (suj) and sensor errors detected on the isa from usm.